Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager was not opening. The customer stated that the user was able to obtain medication from a nearby machine, and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager door had failed because the cables were not fully seated on both ends. A field service engineer reseated the cables and tightened the screws. When the station was restarted, the temperature was reading a little high, so the engineer also replaced the probe. The customer was able to recover the drawer and inventory the medications. The system functioned as intended after the field service engineer repaired the device.